Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention is planned to reposition the lead for effective therapy.

Manufacturer narrative:
Date of event is estimated.